Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, low sensing and high capture threshold were observed on the atrial channel. Elevated impedance values were also noted from earlier in the year. The lead was and remains inactive since (B)(6) 2014 and there were no patient consequences.